Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. No complaint received with return of device. Failure event observed during analysis. Final analysis found an elective replacement indicator flag alert with a date stamp prior to implant. The alert is consistent with exposure to electrocautery.

Event description:
This report is to advise of an event observed during analysis.